Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that their insulin pump was delivering insulin too fast. The customer¿s blood glucose level was 104 mg/dl at the time of the incident. The customer no longer trusts the pump. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.